Manufacturer narrative:
(B)(4). Mild calcification was reportedly present at the right common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified right common femoral artery was attempted using two perclose proglide devices. Reportedly, when the needle plunger was removed, the needles were not captured by the cuffs. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, the needles were not captured by the cuffs. A non-abbott was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.